Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event date: updated event date from (B)(6) 2019 to unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot steril-article, part: 404.846s, lot: 3l77287, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11. March 2019, expiry date: 01. March 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Unsteril-article part: 404.846, lot: 3l33576, manufacturing site: grenchen, release to warehouse date: 07. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: a cortex screw was returned for investigation as it was noted to be crooked. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this cortex screw was manufactured in march 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The received condition of the article does not agree with the complaint description (the thread profile of one (1) cortex screw was noted to be crooked) since all the relevant features related to the screw were measured during this investigation and have fulfilled their specifications according to the drawing and no deviations were found in the documentation. No product defect was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exp date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif), a cortex screw was noted to be crooked, and new out of the blister. Thus, another screw was used. The procedure was successfully completed with no surgical delay. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).